Event description:
It was reported that after cleaning, it was noticed that shavings came off the shaft of the large needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the main tube has a 1 inch long, .125 inch wide section with light material removed on one side of the tube. Damage occurred 5 inches above the proximal clevis and the wear pattern is consistent with damage from a defective cannula. No other damage was found. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.